Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of hospitalization for high blood glucose of 800mg/dl. The customer also mentioned that they visited the emergency room last week. Customer had no symptoms and has not treated yet. Customer indicated that their doctor has not been contacted and their blood glucose value was 499 mg/dl at the time of the call. Troubleshooting found that the cannula was bent and customer did not want to continue troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised to check their blood glucose in 30 minutes to an hour to make sure that they are going down.